Event description:
Reporter indicated that system diagnostic testing has resulted in high lead impedance reading during an office visit. Further follow up with the site revealed that there were no "visible issues" on the x-rays. The site reported that there is no known trauma that may have caused the high lead impedance and additionally, the MFR was informed that no surgical intervention is planned for the pt.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Surgical intervention is likely, but has not occurred to date.